Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment for a left common iliac arterial aneurysm using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath (dsf). The patient¿s pre-existing conditions included chronic kidney disease and hemodialysis. When the physician inserted the dsf into the right external iliac artery (eia), he felt resistance because of a highly calcified and narrow vessel. The trunk-ipsilateral leg and the contralateral leg were implanted successfully, but a type ib endoleak from the left side was noted. Therefore, an iliac extender was additionally implanted and the endoleak disappeared. An angiography for the right access site showed dissection in the right eia. As corrective treatment, a bare-metal stent (epic 8 mm x 80 mm) was additionally added at the dissected site. The patient tolerated the procedure. The reporting physician commented as follows: the patient was receiving hemodialysis and had highly calcified vessels. Hence, the dissection by vascular access was no surprise.

Manufacturer narrative:
"Other" was selected as the medical device was discarded at facility. Return not possible. (B)(4).